Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging unknown inaccurate results when compared to another meter. The subject meter result was not provided. This complaint is being reported because the reported the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.